Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was a damaged gel fire wire from the dn pca. Additionally, the electrode belt connector was physically damaged and unable to securely latch with a monitor. The root cause for the strained cable was excessive force. The root cause for the damaged connector was physical abuse. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel" messages prior to gel release.